Manufacturer narrative:
The unit had an intermittent button response on the act button due to a flattened dome switch. There was no damage to the keypad. The connector on the lcd board was not unlocked during visual inspection. The unit had a minor scratched lcd window, a cracked case at the lcd window corner, a cracked reservoir tube lip, and a scratched reservoir tube window. (B)(4).

Event description:
The customer called in to report that the act and up buttons were slow to respond. The customer's blood glucose level was 120 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.